Event description:
The device spins if one does not go up the sidewalk in the right way. Reporter has to use it in the street. Today used it in the street and it spinned in front of a car. The device was used in the snow and it has no snow tires. It is advertised as a full indoor/outdoor unit. MFR was notified and said they do not put on snow tires. Reporter feels this is a dangerous wheelchair.